Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the lever was pulled up to deploy the foot and when the needle plunger depressed it "popped backwards" almost out of the device. The lever was pushed back down against the body of the device to retract the foot and the device was removed. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the posterior foot. During the investigation, the plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked during the manufacturing. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. A query of the complaint database was performed and there were no other complaints within this lot for reported for plunger popping backwards almost out of the device after it was depressed.